Event description:
Patient reported right implant "ruptured," "phantom pains" bilaterally. Healthcare professional reported "fibrous pseudocapsule with granulomatous response to silicone." Further reported was "concerned the implants could be contributing to those issues," "grade I capsule on the right," and "both implants were intact on removal." Patient additionally reported "arthritis in my hips and hands," "migraines," "brain fog," "hair loss and several other symptoms" which have been deemed not related to the device. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and pains. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right implant "ruptured" and "phantom pains". Patient additionally reported "arthritis in my hips and hands," "migraines," "brain fog," "hair loss and several other symptoms;" these events are not related to the device. Device has been explanted.